Event description:
Same as MFR report# 6000089-2005-01638. It was reported that ninety one days after a drug eluting stenting treatment procedure, an in-stent restenosis occurred. The target lesion was located in the mildly tortuous, mildly calcified, 100% stenosed diagonal artery (dx); the vessel diameter is reported to be 2.75 mm. The lesion was not predilated. A 2.50 x 24 mm and a 2.50 x 16 mm taxus express2 drug eluting stents were deployed in the dx. Results were successful and the pt was placed on plavix and aspirin. Ninety one days after the initial intervention the pt presented with back pain. The pt was diagnosed with kidney stones and lung masses and was instructed to stop taking the plavix and aspirin in order to have lung biopsies performed. The pt was taken to the catheterization lab and in-stent restenosis was seen in both taxus stents. The physician feels the restenosis is related to the taxus stent. No intervention was done at this time due to other medical issues. The plan is for the pt to have a biopsy of the tumors in her lungs.